Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was explanted after 42 months due to a status of eri (elective replacement indicator). Premature battery depletion was suspected.